Event description:
It was reported that during central processing, the force bipolar had the tip broken off. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip broken off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 0.616" x 0.184" was found to be broken off the yaw pulley. The broken piece was not returned. The complaint regarding the tip breaking off was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.